Event description:
A philips customer repair center (crc) tech reported that this defibrillator rec'd at the crc would not power on. There was no customer name available, and no add'l info related to the failure is available.

Manufacturer narrative:
Philips in in the process of obtaining mor info concerning this complaint. The factory has not yet rec'd the device for eval, and this complaint is till under investigation.